Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Jet registry. It was reported that post treatment procedure the patient experienced target vessel revascularization. The 99% stenosed, 28mm in length target lesion as located in the left superficial femoral artery (sfa) with a reference diameter of 4mm. The lesion was treated with this jetstream catheter. In (B)(6) 2014, the patient presented to the hospital with 6 to 8 weeks history of leg pain consistent with claudication. Claudication was worse on the left compared to the right. Left ankle brachial index (abi) on the left was 0.67. In (B)(6) 2013, the patient was admitted to the hospital due to claudication on the left lower extremity, rutherford class 3 and suspected restenosis. A successful angioplasty and stenting to the left superficial femoral artery using a non-bsc stent was performed. There was 0% residual narrowing and good flow down to the vessel and no embolization. The following day the patient was discharged on plavix and aspirin.